Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for cuff: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, right inguinoscrotal pain and an MRI showed right inguinal hernia. A urodynamic study confirmed the fluid loss in the device. The aus is currently implanted, and the replacement surgery is already scheduled. There were no additional patient complications reported.

Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for cuff: (B)(4). Updated describe event or problem b5, explant date d6b, concomitant product/therapy c2/d10, and impact codes h6.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, right inguinoscrotal pain and an MRI showed right inguinal hernia. A urodynamic study confirmed the fluid loss in the device. The aus was explanted and replaced. There were no additional patient complications reported.